Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that while in the operating room, the md inserted the sheath and as the intra-aortic balloon (iab) was being inserted into sheath, the membrane began to unwrap. As a result, the md removed the sheath and the iab as one unit. "A second iab was inserted sheathless without any problems."